Manufacturer narrative:
Final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is complete, and/or when add'l info is received from the hcp.

Event description:
It was reported that while placing a bravo ph monitor, the capsule would not attach to the pt's esophagus. The capsule fell off onto the floor. No serious injury to the pt was reported.